Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a implantable cardiac monitor (icm) that exhibited a false pause episode that was recorded in episode history. This was due to undersensing due to loss of contact with pocket. No programming adjustments were needed to be made and the device was functioning properly. No patient consequences.